Event description:
Patient reported for left side "lot of pain on left breast", "swollen nodules", "health has deteriorated", "given the latest information about the cancer risk, would like them removed but cannot afford it", "scared it is the cancer developing which is causing a lot of anxiety and sleepless nights". The device remains implanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.